Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the rep that the er220 clips did not form per specification. When applied to occlude the cystic duct and artery, (2) er220 instruments failed during the same procedure. Additionally (2) 511sd trocars had entry gaskets fail during the procedure. A third er220 was opened to complete the case. There was no consequence to the pt.